Event description:
The implant, which is a plate from x-spine was implanted in the patient but the screw went straight through the hole of the plate. The plate was explanted and another plate was implanted.